Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: an empty opened foil, a winding firmer with a undispensed suture pieces, three suture pieces and a detached needle of product code (B)(4), lot # lg6629 were returned for analysis. During the visual inspection of sample, the swage and attachment were noted to be as expected and the suture could not be dispensed from the tray, since has begun with the process of degradation and the strand was broken in multiple pieces, this is the cause of detached needle. Also, the foil was examined for visual inspection and showed multiples wrinkles and holes in cavity on the top and bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of needle pull off is a suture degradation; due to the improper handling of package.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When the suture was opened, it was observed that the thread guide was detached. Upon evaluation, it was found that the suture was degraded. There were no adverse patient consequences reported.